Event description:
Reportedly, the surgeon stated there were no staples in the instrument when he fired it. He reloaded it and fired it again. Applied another reload. The surgeon performed an unintended loop colostomy. Procedure: low anterior resection.